Event description:
The guide wire was sticking out of the side of the cannula right above the balloon and we were not able to reinsert the guide wire. Manufacturer response for catheter, retrieval balloon catheter (per site reporter): rep asked us to ship the device back to the company and provided a shipping label.